Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure and after connecting the cardiac resynchronization therapy defibrillator (crt-d) to the implanted leads, it was not possible to see the electrogram (egm) signal and the marker channel on the programmer use telemetry b and telemetry c, however, it was possible to program the device. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis showed that the missing-channel-markers issue was confirmed and was shown to be due the hybrid being fractured which, in turn, caused the critical tel-c waveform (tcwf) trace to be severed. If information is provided in the future, a supplemental report will be issued.